Manufacturer narrative:
Follow-up # 2 ¿ (07/22/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint had no testing performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - 7/8/2014. Device evaluation:the lay user/patient¿s meter, test strips and control solution have been returned on 5/29/2014 , 6/9/2014 and 6/9/2014 respectively and the test strips and control solution evaluated by lifescan product analysis on 6/30/2014 , 6/30/2014 respectively with the following findings:the test strips and control solution involved with this complaint failed testing. The test strips and control solution were found to have shelf life exceeded.the meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging packaging issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.